Manufacturer narrative:
The returned device is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Around 10 months postoperatively, radiographs revealed a self-retaining caudal screw had backed out of the plate. The locking mechanism arm on the plate also appeared to be broken. A revision surgery took place on (B)(6) 2022 to remove and replace the implants.

Manufacturer narrative:
Corrected data. D4. Model# 116-4-6545; 116-2-06. Lot# 8711206; ct39363 . UDI: (B)(4). H6: health effect- clinical code: 4582. Health effect- impact code: 4629. Medical device problem code:2923. Component code: 568. Type of investigation: 3331; 10. Investigation findings: 4248. Investigation conclusions: 24. Device evaluation: h10. A review of the device history records did not identify any manufacturing or processing-related irregularities related to the screw shank geometry, tulip geometry, or other physical features. The returned implants showed wear and damage consistent with the reported complaint and postoperative radiograph. The locking tabs on one screw hole are deformed and bent which allowed the bone screw to migrate rearwards. The postoperative radiograph indicates the plate and screws were used without supplemental fixation as is required per the instructions for use (IFU). The plate and screws are not indicated for, cleared, or tested to be used without supplemental fixation. Instructions for use: "the anti-migration plate (amp) is a lateral anti-migration plating system designed to be used with atec lateral interbody spacer systems to provide integrated fixation. The amp plate, bone screws and center screw are manufactured from titanium alloy (ti-6al-4v eli) per astm f136. Amp is intended for screw fixation to the thoracolumbar spine. Amp is not intended for standalone use and amp may be used with atec lateral interbody systems, identititm-lif, transcendtm-lif, and battalion® llif, to provide integrated fixation in addition to supplemental fixation. The instruments in this system are intended for use in surgical procedures."